Manufacturer narrative:
MFR ref # (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
The needle would not stay in the device. Opened five different devices and finally were able to get it to stay in. There was a delay in the surgical time by thirty minutes but this did not affect the patient. There was no patient harm.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic nissen fundoplication. The last known patient status is fine.

Manufacturer narrative:
(B)(4). Additional information: post marketing vigilance (pmv) received five devices, opened by the account without the appropriate packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was returned with the devices. Witness marks from the needle tip impacting the bevel wall were observed for all five instruments. Shearing on the toggle switches were observed for instruments two and four. Each instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. All five instruments were found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Engineering noted some plastic shearing of each toggle switch after further visual inspection. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. This results in the shaving conditions noted. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. The IFU states: toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
The UDI information is unavailable.